Event description:
While using bariatric lift, patient was suspended 2-3 inches off mattress of bed to change sheets during bath. At this time, bariatric sling ripped along the left seam of the sling. Patient did not fall out of bed but was lowered back down to mattress height safely. Patient remained hemodynamically stable with no injuries related to the sling ripping. Bariatric sling was replaced with a new sling.